Event description:
It was reported that the lesion was in the mid lad with moderate tortousity and heavy calcification. A guide wire was crossed to the mid lad and another guide wire was attempted to cross to the first diagonal for protection, but it would not cross. That guide wire was exchanged for another and the physician direct stented and deployed the stent at 8 - 12 atm for 20 seconds. The physician then deployed one more stent to the distal lad because of a dissection that occurred.